Manufacturer narrative:
This supplemental report is being submitted to provide the additional findings from the results of the legal manufacturer's final investigation. Updated fields: h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: there are signs of liquid immersion inside the scope connector and signs of rust on the screw, there is crystallization at the contacts of the u plug unit and there is slight crystallization at the air valve interface (venting connector).

Event description:
No new additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image error e315, image error e216 and image error e226. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: given the water ingress marks on the connector, the most probable cause of the complaint, is due to moisture entering through the vent port during device handling, such as leak testing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope displayed a flickering image and error code e237. The issue occurred during preparation for use, and the bronchoscopy diagnostic procedure was completed using an olympus back-up device. There were no reports of patient harm.